Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "do not prepare or pre-inflate balloon prior to stent deployment other than as directed. Use the balloon purging technique described in section 14.3.3, balloon preparation." (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent deployment issues and stent damage occurred. The target lesion was located in the left anterior descending artery. The 2.5x28mm promus element plus stent was deployed at 8atms, however because there was no contrast in the distal portion of the balloon, the distal end of the stent did not fully deploy. The physician pulled back on the stent delivery system balloon which compressed the stent in the mid segment. It was noted that the device had not been properly prepped and there was air in the balloon. The promus element plus stent was successfully post dilated. No further patient complications were reported and the patient's status is listed as ok.